Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, the customer was able to successfully fill the cartridge. In addition, it was reported that an occlusion alarm occurred. The customer's blood glucose level was 400 mg/dl. The customer changed the pump supplies to address the occlusion and was able to resume insulin delivery.